Event description:
It was reported that the patient presented with spondylolisthesis l3-4 and degenerative disc l4-5 with lumbar spinal stenosis status post laminotomy at l4-5 and l5-s1 on the left. The patient underwent a bilateral posterolateral fusion l3-l4-l5 with pedicle screw instrumentation, bone grafting with local bone, bone marrow aspirate from both the right and left iliac crests and rhbmp-2/acs and 1 x 4 mm allograft chips per the op notes, screws were placed, then rhbmp-2/acs was placed inside the facet joints at 3-4 and 4-5 bilaterally, and additional bmp along the transverse process at l3-4-5. Rods were placed inside the polyaxial heads and inner screws applied and were tightened. Layers were made with local bone that was milled and treated with bone marrow aspirate in the lateral gutters anteriorly on both sides followed by additional bmp, then followed by the 1 x 4 mm allograft chips, also treated bone marrow aspirate. Bone marrow aspirate was drawn, midline inspected, and no bone graft had migrated medially. Cotton pledgets were removed where floseal had been placed in the lateral recesses with 1 inch cotton pledgets prior to placement of bmp. At an unspecified time post op the patient reportedly needed additional surgery and medical treatment, had pain, nerve damage, nerve impingement, and ectopic bone formation.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgeries: bilateral posterolateral fusion l3-l4-l5 with pedicle screw instrum entation l3-l4-l5 bilaterally using supervision for passage of pedicle screws; bone with local bone, bone marrow aspirate from both the right and left iliac crests; rhbmp-2 bone morphogenic protein and 1 x 4 mm allograft chips to treat following pre-op diagn osis: spondylolisthesis l3-l4; degenerated disk l4-l5 with lumbar spinal stenosis status post laminotomy at l4-l5 and l5-s1 on the left. Op-notes: ¿..we then placed 6.0 x 45 screws at l3 and l4 bilaterally and 7.0 x 45 screws at l5 bilaterally. We then placed small rhbmp-2 sponges inside the facet joints at 3-4 and 4-5 bilaterally and the longer rhbmp-2 sponges along the transverse process at l3-4-5 and placed rods inside the polyaxial heads loosely. We then had an assistant under the table extend the patient¿s hips to increase lumbar lordosis and then tightened the inner screws to 80 inch pound of torque in all six locations. We then made layers of bone using the local bone which was preserved and milled in a bone mill and treated with bone marrow aspirate in the lateral gutters anteriorly on both sides followed by additional rhbmp-2 sponges, then followed by the 1 x 4 mm allograft chips, also treated bone marrow aspirate. Bone marrow aspirate was drawn, approx. 30 ml total off of both the right and left iliac crests for the above procedures. We then inspected the midline and no bone graft had migrated medially. We removed our cotton pledgets prior to placement of rhbmp-2 ..¿ the patient tolerated the procedure well and left the operating room in good condition. On (B)(6) 2010 the patient underwent the following surgeries: bilateral l3-l4 laminectomy, foraminotomy, facetectomy, bilateral l4-l5 laminectomy, foraminotomy-, medial facetectomy, and neurolysis to treat the lumbar stenosis, l3-l4.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.